Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via manufacturing representative regarding a product identified during an event. It was reported that there was an unusual odor when the refrigerator was opened, it was determined that the 1 cement in this case caused an odor similar to the time of cement mixing. When the actual product was checked carefully, it was unopened, but the solution of the contents leaked out and the entire box was wet. On the other hand, no dents were observed in appearance. No patient was involved in this event. No further complications were reported/anticipated.